Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal. There was no longer an out of range signal when patient contacted dexcom technical support.